Event description:
The customer was hospitalized for high blood sugar and dka. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The high-pressure test was performed and passed within specifications. Instructed customer to change the infusion set and site.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed the event as no product has been returned. No conclusion can be drawn at this time.